Event description:
The user facility reported that during an attempt to retrieve a hard, 1-cm stone from the pt's distal common bile duct, the entrapped stone became lodged inside the basket. The users then reportedly deployed a non-olympus lithotriptor handle in an attempt to crush the stone and remove the basket. However, when the lithotriptor handle was used, the top half of the basket broke off and remained inside the bile duct. The users elected to place a stent inside of the bile duct to provide drainage and rescheduled the procedure to remove the stone and basket fragment. During the f/u lithotripsy procedure on (B)(6) 2010, the users reported to have successfully crushed and removed the stone with an olympus lithotriptor, model bml-v442qr-30. However, it was not possible to retrieve the basket fragment due to its position in the bile duct at that time. The users replaced the stent and the procedure was rescheduled at another hospital. The pt was admitted to another hospital on (B)(6) 2010. During the procedure, the users detected a small bile duct leak, and elected not to continue with the procedure. The users replaced the stent and scheduled a f/u procedure with a choledochoscope in 8 weeks time.

Manufacturer narrative:
Olympus followed up with the user facility regarding this reported event. The pt was said to have sustained a small perforation in the distal common bile duct as a result of these events, but did not require surgical intervention or hospitalization. The status of the pt at present is unclear. The basket referenced in this report was not returned to olympus for eval. The proximal portion of the broken basket was discarded following the initial procedure. The cause of the reported phenomenon cannot be conclusively determined at this time. If significant add'l info becomes available, a supplemental report will be provided. The fg-v431p instruction manual cautions users: "if the basket cannot be withdrawn from the bile duct while holding a calculus, or a calculus cannot be removed from the basket, use the olympus mechanical lithotriptor (B)(4) to crush the calculus and/or withdraw the basket." This report is being submitted as a medical device report in an abundance of caution.